Manufacturer narrative:
(B)(4). The device was returned for evaluation. Visual inspection revealed that the tubing had burst halfway between the male luer and third luer activated valve, the tubing was also bent at that location. Gravity flow testing was performed and showed a leak at the location of the burst in the tubing. The reported condition was verified. The cause of the condition was due to use error, the customer used a power injector with a non-power injector approved set. A CAPA has been opened to address this issue. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a clearlink continu-flo set¿s tubing split, causing contrast solution to leak from the set. This occurred during the procedure, as the patient was getting injected with the contrast. The condition was corrected immediately. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.